Event description:
The patient contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice pro (hcp) during use, during dwell 1 of 4. The technical service representative (tsr) assisted the patient with a manual drain. The manual drain volume equaled 6021ml. The patient stated he did a manual exchange of 3000ml before therapy. The initial drain volume equaled 24ml. The therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 12000ml, a total time of 10:00 hours, a fill volume of 3000ml, a last fill volume of 0ml, weight units in kilograms, weight set to 120 kilograms, 4 cycles, an initial drain alarm of 0ml, a comfort control setting of 36 degrees celsius, and a last manual drain setting of no. The patient stated he felt good and would continue therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was aware that the patient had a drain volume of 6021ml. The rn stated she reprogrammed the patient's pro card and cycler and that the patient has been continuing therapy successfully. No patient injury or medical intervention was reported. No further information was available.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The root cause of the iipv was insufficient drain due to a false empty detect at initial drain, and the initial drain alarm was met. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: the root cause of the increased intra-peritoneal volume (iipv) was previously reported in the evaluation summary as insufficient drain due to a false empty detect at initial drain, and the initial drain alarm was met; however, upon further review the root cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. Additional manufacturer narrative: baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leaks noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant sample evaluation. This complaint for increased intra-peritoneal volume (iipv) found in the device logs was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.